Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed. The initial reporter also notified the FDA via medwatch #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima" IV catheter safety system experienced a safety mechanism failure. The following information was provided by the initial reporter: it was reported that the safety shield did not engage on IV catheter following IV start.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced a safety mechanism failure. The following information was provided by the initial reporter: it was reported that the safety shield did not engage on IV catheter following IV start.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.